Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate atp and hv therapy. Patient had since passed away due to other medical complications, therefore no programming changes were made.